Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary ten samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was also passed functional testing for leakage at the luer connection. Since the reported defect was not confirmed, a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 2255387. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that the bd luer-lok¿ syringe and needle separated during the vaccine administration, causing the vaccine to leak out. The following information was provided by the initial reporter: "on 12/13/22 one of my nurses was drawing up a vaccine and the needle came away from the syringe causing the vaccine to be a loss."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe and needle separated during the vaccine administration, causing the vaccine to leak out. The following information was provided by the initial reporter: "on 12/13/22 one of my nurses was drawing up a vaccine and the needle came away from the syringe causing the vaccine to be a loss."